Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that while wearing the pod between 4 and 24 hours on the abdomen, the patient got an alarm from the pod. When removed, it was seen that the hard needle did not retract back into the pod as intended.

Manufacturer narrative:
The device was received partially deployed. The linkage assembly was seen through the top housing as fully retracted. Additionally, the pink slide insert was observed in the viewing window of the top housing. The needle was exposed beyond the needle well. Inspection of the needle mechanism found the hard cannula was not properly seated in the slide retract. It was not seated due to the damage observed on the slide retract. This indicates that the hard cannula was incorrectly installed. Thus. It can be determined that the incorrect installation of the hard cannula is the confirmed cause of the reported needle mechanism failure. The download data shows no timeouts or drive stalls in the pod's run. Further investigation found the exposed portion of the hard cannula bent. Although the damage was observed on the exposed portion of the hard cannula, the timing and cause could not be conclusively determined.